Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The touch screen was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen became unresponsive during setup . There was no patient involvement.